Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was fully seated. Performed visual inspection of the sensor tail and no issues were observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed to perform simvivo test. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. Please note: the reporter did not provide a phone number. The phone number entered is a fictitious number to insure successful transmission of the MDR. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿replace sensor¿ message from her adc freestyle libre sensor. She further reported that on (B)(6) 2019, when the message appeared she felt ¿cold¿ and subsequently experienced a loss of consciousness. Customer had contact with a healthcare provider who initiated an intravenous infusion of glucose. She also ate a sandwich and drank juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.